Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of suspected device thrombus could not be confirmed through this evaluation; however, review of the retrieved left ventricular assist device log files confirmed elevated flow values, as well as the hc_ctrl fault flags, that appeared consistent with material, such as a thrombus, being ingested into the pump and contacting the rotor. The evaluation of heartmate 3 left ventricular assist system, serial number (B)(6), did not reveal any device-related issues that would have contributed to the reported event. (B)(6) was returned assembled with the pump cable being severed approximately 10¿ from the pump housing. The severed portion of the pump cable, approximately 16¿ in length, was also returned and was attached to the modular cable (. The sealed outflow graft was secured to the pump cover. The apical cuff was not returned. The sealed outflow graft, including the bend relief, was returned attached to the pump cover outlet port with approximately 8.5¿ of total graft material. A longitudinal crease in the proximal portion of the outflow graft lumen was identified. No tissue accumulation was present within/around the deformation. A specific length of time for which the crease was present cannot be conclusively determined. The outflow graft/bend relief were otherwise free of kinks or damage. The interior textured surface of the graft attachment revealed loosely coagulated post-explant blood, but no developed depositions or thrombus formations. The o-ring in the graft attachment was properly seated. The lumen of the graft revealed loosely coagulated post-explant blood, but no developed depositions or thrombus formations upon disassembly of the returned device, examination of the remaining textured and non-textured blood-contacting surfaces of the pump cover, rotor, rotor well, and inlet cannula revealed coagulated and loosely post-explant blood. The lack of structure and adherence of these depositions suggests that they developed acutely, likely due to poor surface washing as a result of blood remaining in the device post-explant. The blood-contacting surfaces of the device did not reveal any developed depositions or thrombus formations that would have contributed to a flow or functional issue. The left ventricular assist device periodic log file contained data spanning from (B)(6)2022 at 03:32:21 to (B)(6) 2022 at 17:40:13, recording data in one-hour intervals, per the timestamp. Intermittent hc_ctrl events were captured between (B)(6) 2022 at 19:35:07 to (B)(6)2022 at 00:36:47. Rotor displacement, rotor noise, left ventricular assist device temperature values, calculated flow mean values, and current draw values were elevated above the patient¿s baseline during this timeframe and subsequently resolved. No other notable events were captured. Based on complaint history and similarly reported events, the information captured within the retrieved log files is consistent with material, such as a thrombus, being ingested into the pump and contacting the rotor; however, a specific cause for the elevated flow values, as well as the hc_ctrl fault flags, could not be conclusively determined through this evaluation. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (rev. C) contains the following information: section 1 lists thromboembolism as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 lists thromboembolism as a late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this section. Section 6 also cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. Section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 outlines all system alarms and the recommended actions associated with them. This section provides additional instructions regarding driveline care. Section 8 states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 left ventricular assist system patient handbook, rev. D, contains the following information: section 4 contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to keep the driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. Section 5 cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was taken back to the operation room (or) on (B)(6) 2022 for a pump exchange due to suspected outflow graft thrombus. The patient was reportedly experiencing heart failure symptoms.